Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pit button was red and the home monitor could not be associated.

Event description:
Reportedly, the pit button was red and the home monitor could not be associated.

Manufacturer narrative:
Upon reception, the subject home monitor was tested and the reported red pit button was confirmed. In-depth analysis revealed that the reported behavior resulted from an issue with the modem. Based on available data, it is suspected that this issue resulted from a hardware issue. However; the root-cause could not be determined with certainty.